Manufacturer narrative:
Event site postal code: (B)(6). The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that once the intra-aortic balloon (iab) was connected, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The waveform of the arterial pressure (ap) froze and the numerical value changed rapidly. The iabp was switched out with a cs300 and therapy was continued, however, the poor ap signal remained. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)